Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and twisting of the rv lead was observed associated with twiddler's syndrome. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.